Event description:
Rn reported: on (B)(6) 2014, I started an IV on pt in the ER. After starting the IV with fluid bolus, the father came out of room and started that one of the IV ports from the extension was leaking. I went into the room and noticed that on the extension set, the port closest to the pt was in fact leaking ivf. I immediately discontinued the IV set and place new tubing. After discontinuing the IV set, I notice that when pressure was applied to the IV bag, the port continued to leak." There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.